Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device was returned and evaluated but the reported complaint was unable to be duplicated.

Event description:
It was reported that during a transesophageal echocardiography (tee) procedure, the system locked twice on two different probes. Attempts made to gather additional information from the user facility were unsuccessful. There was no patient injury reported. No additional information was provided.